Event description:
A customer's wife contacted baxter's technical svc ctr regarding a check lines, and bags alarm that appeared on the display of the home pt's homechoice machine during the refiling of the heater. The caller stated that she had disconnected the heater bag and replaced it. Baxter's technical svc rep informed the caller that the set up was now not safe. The caller stated that she would prime with new supplies and drain. Per conversation with the caller, the home pt has not experienced any injury or med intervention associated with this event.